Event description:
A malfunction was reported with a malfunction code 12, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with the reset. After the reset, the malfunction did not recur, and the customer was informed that they could continue using the pump and advised to call back if any further issues occurred.